Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft of a .035¿ 6mm x 4cm x 80cm saber percutaneous transluminal angioplasty (pta) balloon catheter leaked. Liquid leaks out when the system was flushed. A new unknown product was used. There was no reported patient injury. The device was opened in sterile field. The operator was trained to the saber device. The device was prep normally. There were no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The device will be returned for evaluation. No other information was provided.

Manufacturer narrative:
As reported, the shaft of a .035¿ 6mm x 4cm x 80cm saber percutaneous transluminal angioplasty (pta) balloon catheter leaked. Liquid leaks out when the system was flushed. A new unknown product was used. There was no reported patient injury. The device was opened in sterile field. The operator was trained to the saber device. The device was prep normally. There were no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The device will be returned for evaluation. No other information was provided. The device was returned for analysis. A non-sterile saber 035 6mm 4cm 80 percutaneous transluminal angioplasty balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, a torn/ruptured condition approximately 3 mm from the strain relief was observed on the body shaft of the unit. No other physical characteristics could be observed at the naked eye. Functional test was performed on the unit. A syringe filled with water was attached to the inflation lumen and pressure was applied. However, a leakage was observed in the unit due to a torn/ruptured condition on the body shaft of the unit approximately 3 mm from the strain relief. Per sem analysis, results showed that the outer surface of the body/shaft presented scratch marks near the torn/ruptured area. This type of damage is commonly caused during the interaction of the unit material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the body/shaft outer surface probably led to the torn/ruptured condition on the body/shaft of the unit. It seems the body/shaft material near the rupture was torn either due to the interaction of the unit with calcified spicules located on a lesion or with a sharp object from the outside of the unit. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82198176 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage¿ was confirmed during device analysis. The exact cause could not be determined. Device analysis revealed scratch marks adjacent to the body/shaft area rupture that most likely led to the ruptured condition found on the received device. Based on the information provided it appears the body/shaft leakage/rupture was caused by the interaction of the shaft material with a sharp object. Vessel characteristics, although unknown, may have contributed to the reported event as calcified spicules can damage the shaft of the device as evidenced by sem analysis. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.